Manufacturer narrative:
This report is submitted on august 4, 2016, by cochlear limited on behalf of cochlear americas. Registration number 3009092818. Exemption number e2016011. H3 other text : implanted device remains.

Event description:
Per the clinic, the patient reportedly developed meningitis in (B)(6) 2015 (specific date not reported). The patient had pressure equalizing tubes placed on (B)(6) 2016. Additional treatment for the meningitis episode was not reported. The patient has since recovered and clinical management is ongoing. The following information was received regarding the episode of meningitis: the patient is reported to have an etiology of enlarged vestibular aquaduct, with possible branchiootic syndrome. There were no reported craniofacial malformations, nor basilar skull fractures. The patient received pre-implant immunizations (specific vaccines not reported). A csf leak did not occur during surgery, nor post operatively. It is unknown whether perioperative antibiotics were administered during surgery. It is unknown whether the meningitis episodes occurred within 30 days of a neurologic procedure. It is unknown whether vp shunts or lumbar drains were utilized at the onset of meningitis. Prior to meningitis, it is unknown whether there were signs of inflammation, fluid in the inner ear, middle ear or mastoid cavity.